Event description:
It was reported that the clinician was using a cook .018 guide wire and it hung up on the wall of the needle. Extracted the guide wire and needle (don't have the devices). Had to re-insert the catheter in the subclavin on the left side. Re-inserted the guide wire and would not advance past the distal hub. The catheter would not come through. No patient complications were reported.

Manufacturer narrative:
Device not returned.